Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited characteristics indicative of premature elective replacement indicator (eri). The battery was replaced, current draw was normal. Analysis of the battery did not reveal any anomalies.

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator (eri) which was reached on (B)(6) 2010. The device was removed and replaced.